Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level is 512 mg/dl, 514 mg/dl. The customer¿s blood glucose level was 207 mg/dl at the time of the incident. The customer was treated with insulin pump. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.